Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 14:07:52. During night drain cycle two, the patient's ultrafiltration reading was 125ml, indicating the home patient drained 125ml more than their maximum programmed fill volume of 100ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. A service history review was performed. A short simulated therapy was performed. The homechoice device received a returned instrument testing evaluation.  This evaluation included functional and electrical testing of the device. A visual inspection was performed. The direct cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.